Event description:
While speaking with the olympus technical assistance center (tac), the customer was instructed to replace the light source with a new lamp. The customer stated that they will be having a third party biomedical replace the lamp and repair. The customer will not be returning the device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured based on the results of the investigation, root cause and occurrence cause of [e103 (lamp goes out)] could not be identified due to the device was not returned for evalution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an issue with the spare lamp for the xenon light source and error code e103-ignition error was displayed. A brand-new lamp was replaced the previous week. It is unknown when the issue was found and there were no reports of patient harm.